Event description:
Report received that indicates while transferring a resident from bed to wheelchair while resident was still over the bed that the strap released, dropping her onto the bed. The pt was not injured.

Manufacturer narrative:
Local distributor inspected the lift and found that it was missing front and rear fork covers and that the facility was not using liko recommended slings.